Manufacturer narrative:
Based on information received, following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, and stated that, the scratch was noted, prior to loading. There was no patient contact noted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a cataract surgery with intraocular lens (iol) implant surgery, the surgeon found a scratch in the iol and refused to implant it. Additional information has been requested; however, further information has not been received.